Event description:
Customer claims zipper damage on the panel, canopy, and on the mattress envelope. Customer couldn't provide more information. Issue was identified when product was removed from storage. There was no patient contact. Inspection of the canopy shows that the zipper slider body is open on panel side a.

Manufacturer narrative:
Evaluation of the returned product found that on the panel side a the window zipper slider body is open and the literature bag zipper slider missing. Manufacturer references file (B)(4).